Event description:
It has been reported to philips that it took 4 reboot attempts for the flexmonitor to turn on. The system was not in clinical use when the issue was observed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file confirmed the malfunctioning of flexvision pc. Upon inspection, the fse determined that there was an issue in matrix switch and additionally fse determined that the touch screen switching was no longer possible, and the flex monitor flickered. The fse replaced the dvi(digital visual interface) matrix switch, flexvision pc, hard disk and reloaded the board software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.